Manufacturer narrative:
Conclusion: visual examination. Evaluation summary: the sample was returned by the customer. A visual examination of the exterior of the returned sample showed dust and dirt-like particles on the cap and shoulder of the bottle which may indicate poor lens care practices. The cap was removed to observe the solution, the solution appeared to have no visible particulates, and had typical odor, coloring and clarity. The complaint history was reviewed for this lot and there was one other complaint reported and it was for eye irritation. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. No root cause can be determined. (B)(4).

Event description:
A consumer reported she experienced an eye infection and conjunctivitis following the use of this product. Additional information was requested; however, the consumer declined to provide any additional information.